Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo from attachment. Visual analysis of the photo revealed that the sleeve is stucked in the aim-arm radioluc, all pieces are seen in the image there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the aim-arm radioluc. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part # 03.043.029, lot # 2024218, manufacturing site: createc gmbh, release to warehouse date: 20 jan 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR result retrieved from (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, there is a manufacturing flaw in the aiming arm for the aiming arm in one of the tna sets that was received. The drill sleeves will not fit down one of the holes in the aiming arm for drilling and screw insertion. The guide get stuck and will not pass through the instrument. The procedure was successfully completed with no surgical delay. There was no patient consequence was reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the interior of the dynamic and static holes were cracked. Additionally, the device had signs of normal use in the latch zone, this suggests that the device was used on multiple occasions. With the evidence provided no signs of manufacturing issues were found. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was performed with different pin gages. The measurements of the gages used were 10.60, 10.88, and 10.90 mm. The pin gauge 10.60 passes through easily without any problem. The 10.90 was stocked in the middle of the hole exactly where the cracked damage was observed. The 10.88 mm pin gauge passes through with more force than necessary. Therefore, the device fails the dimensional test. A functional evaluation was not performed because the mating device was not returned. However, the issue reported by the customer can be confirmed due to the cracked condition inside of the holes. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:03.043.029; lot:2024218; manufacturing site: werk selzach; supplier: (B)(4); release to warehouse date:22-dec-2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.